Event description:
Pump beeping air in line. Upon inspection of tubing rn noticed break/hole in tubing inside the pump chamber. Hole at top of portion in pump, right below the hard blue section. Was infusing normal saline at the time. Tubing in use for three days when the event occurred. New tubing obtained for continuation of IV therapy. The IV pump was from the alaris 8015 series. No other information regarding the pump is available. Staff have not reported this kind of issue in past. Staff gave no input on how it may have occurred.